Manufacturer narrative:
Visual inspection under 30x magnification indicates "j" stiffener wire has fractured at the weld site. The portion of "j" stiffener wire received measures approx. 73mm and is located approx. 27mm proximal of the distal end of the outer polyurethane insulation, which separated from the proximal side of the anode band. It appears that approx. 15mm of the "j" stiffener wire was not received with all recorded measurements add up to approx. 73mm.

Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction, direct traction with locking stylet, sheath(s). No complications.